Event description:
Customer reportedly obtained results of 144mg/dl and 61mg/dl on the advantage sys within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect device; however, caller states strips are unavailable for return.